Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. No further information was available. However, it was noted the patient had previously received inappropriate shock therapy prior to the original electrode being explanted and replaced.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. No further information was available. However, it was noted the patient had previously received inappropriate shock therapy prior to the original electrode being explanted and replaced. Additional information was provided about the therapy that occurred in november. The patient was lying in bed at the time and had no symptoms. The patient was hospitalized for this event for 3 days. During the hospital stay, blood work was done, the patient was started on magnesium and potassium, x-rays were performed, and the sensing vector of the s-ICD was reprogrammed to secondary. The suspected cause of the shock was congestive heart failure. The issue was considered resolved and the patient was discharged from the hospital with no further episodes reported.